Event description:
During a bunionectomy procedure, the suture broke. The surgeon applied another product to complete the procedure without pt injury.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.